Event description:
While testing the unit, the user found that it would not power up. There was no pt invovled. The problem was determined to have been a failure of the main power supply. No conclusive determination has been made as to what caused the power supply to fail. The event is not occurring more frequently or with greater severity than is usual for the device.